Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. During the eval, the downstream sensor current reading was out of specification with a fluid filled set loaded (high reading). The elevated signal level is the cause for the nuisance downstream occlusion alarms. The downstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no pt involvement.